Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported, that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately one (1) month postoperatively with one (1) of the two (2) stents "buried in the iris". There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow up, the surgeon reported that the stent implant location is believed to have contributed to the partial stent obstruction. The report noted that the patient was not on anticoagulants preoperatively nor postoperatively. The patient's most recent status was reported as being monitored with " good intraocular pressure (iop)" ((B)(6) 2021), and the event persistent.

Event description:
Through follow-up, it was reported that the stent obstruction did not require treatment, and there was no health damage.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported, that following a left eye (os) (B)(6) microbypass stent system procedure, the patient presented approximately one (1) month postoperatively with one (1) of the two (2) stents "buried in the iris". There was no report of patient injury. Additional information has been requested.